Event description:
Customer stated that he reuses supplies. Explained to customer that reusing reservoir can cause a leak. Customer stated that he is connected to the insulin pump during priming process. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir test. Reservoir and transfer guard passed per inspection. No occluded anomaly during filling. Reservoir connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.